Manufacturer narrative:
The electrode remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is june 19, 2015.

Event description:
Boston scientific received information that this electrode was repositioned approximately three weeks post-implant. The clinical study site reported that the electrode repositioning was deemed necessary based on the post-procedure chest x-ray taken after the initial implant procedure. Defibrillation threshold (dft) testing at implant had been successful. It was later reported that the electrode had dislodged due to a change in the patient's position post-implant. No additional adverse patient effects were reported.